Event description:
It was reported that the customer had low blood glucose levels (75 mg/dl). Customer reports has basal rate may be set too high. Customers health care provider changed customer to a single basal rate.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.